Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: unit had the handle closed without the 6in transitional inserted. The handle is misshaped. The handle was reopened to accept new transitional. Shock cushion was replaced due to wear. Finishing cap, 1/4 pin and adjustment wrench was replaced due to wear. Device exceeds its expected life of 7 years (manufactured in 2006). Root cause analysis: the reported complaint was confirmed from the evaluation. Evaluation showed that the handle was closed without the 6in transitional inserted. Device exceeds its expected life of 7 years (manufactured in 2006). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the transitional member on the mayfield ultra base unit (a2101) was stuck in clamp. It is unknown if there was patient involvement however; no patient injury or surgical delay has been reported